Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 28x3.00mm promus premier¿ drug-eluting stent was advanced and implanted successfully. However, following post-dilatation, the physician noticed an edge dissection in the proximal portion of the implanted stent. A promus premier stent was then implanted proximal to the implanted stent and overlapped it to cover the dissection. The procedure was completed successfully. No patient complications were reported and the patient's status was stable.